Event description:
It was reported per field service report: symptom - intra-aortic balloon pump (iabp) did not read the last two fiberoptix sensor (fos) catheters. No tones or change of fos light on display. Findings/actions/taken: fos connectors appear to have blood on slide and door. Replaced fos slider and still would not read three different fos testers. Replaced the fos pneumatic control switch. Reads catheter and cal key. Passed functional checkout and returned to service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.